Manufacturer narrative:
(B)(6)

Event description:
It was reported that the t2 failed to deploy. Both the t1 and t2 anchors were removed from the patient.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.